Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the doctor used the screw, they felt that the screw's performance was worse than before. It was stated that if the screw was tightened more, the screw was slipped. Several screws were used and had to be replaced. Finally, screws from another manufacturer's were used to screw the connecting piece of the device. It was noted that the event resulted in a 5 minute delay in the procedure. The patient's status was alive-no injury. Additional information received clarified that the screw nut was cross shape which meant that the cross structure was damaged under the force of the screw and could not provide rotating force.